Event description:
As reported via the excellent study, a 44-year-old male patient (subject (B)(6)) with a history of current drug abuse, hypertension, and active smoking, presented with a witnessed stroke on (B)(6) 2022 with an nih score of 3, and mrs score of 0. The suspected origin of the embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy of the right m2 segment of the middle cerebral artery on (B)(6) 2022 and experienced a subarachnoid hemorrhage (sah) on (B)(6) 2022 (the day after the procedure was performed). The principal investigator assessed this event as moderate in severity, not related to the embotrap device, or the large bore catheter, but probably related to the primary procedure. The patient has not recovered, and the event has not been resolved. The procedure was performed via femoral access and the cerenovous neurothrombectomy device was attempted to be used as the first line of treatment in this subject for intracranial clot removal. The first pass pre-pass mtici score was 0 and the second pass pre-pass mtici score was 1. The first and second passes were made using a 5 mm x 37 mm embotrap iii device (et307537/22b080av) in the right m2 segment of the middle cerebral artery. A 0.021 trevo microcatheter (stryker), 8 flowgate 2 balloon guide catheter (stryker), and a 5 axs catalyst (stryker) were used during the procedure. After the first pass the post-pass mtici score was 0 and after the second pass the post-pass mtici score was 2c. Both passes had no clot retrieval. No further passes were done. The patient was discharged to home on (B)(6) 2022 with an mrs score of 0.

Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). The device was discarded, therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Complaint conclusion: as reported via the excellent study, a 44-year-old male patient (subject (B)(6)) with a history of current drug abuse, hypertension, and active smoking, presented with a witnessed stroke on (B)(6) 2022 with an nih score of 3, and mrs score of 0. The suspected origin of the embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy of the right m2 segment of the middle cerebral artery on (B)(6) 2022 and experienced a subarachnoid hemorrhage (sah) on (B)(6) 2022 (the day after the procedure was performed). The principal investigator assessed this event as moderate in severity, not related to the embotrap device, but probably related to the primary procedure. The patient has not recovered, and the event has not been resolved. The procedure was performed via femoral access and the cerenovous neurothrombectomy device was attempted to be used as the first line of treatment in this subject for intracranial clot removal. The first pass pre-pass mtici score was 0 and the second pass pre-pass mtici score was 1. The first and second passes were made using a 5 mm x 37 mm embotrap iii device (et307537/22b080av) in the right m2 segment of the middle cerebral artery. A 0.021 trevo microcatheter (stryker), 8 flowgate 2 balloon guide catheter (stryker), and a 5 axs catalyst (stryker) were used during the procedure. After the first pass the post-pass mtici score was 0 and after the second pass the post-pass mtici score was 2c. Both passes had no clot retrieval. No further passes were done. The patient was discharged to home on 01-dec-2022 with an mrs score of 0. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap iii revascularization device and is mentioned in the instructions for use (IFU) as such. Per the information provided, the device performed as intended, and no new patient consequences have occurred related to the use of the device. The principal investigator assessed the event as not related to the embotrap device or the large bore catheter, but probably related to the primary procedure. However, the event occurred one day after the procedural use of the device and the relationship of the embotrap iii device to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional information was received on (B)(6)2023. Summary of additional information provided: the outcome for the adverse event, subarachnoid hemorrhage, was updated from ¿not recovered/not resolved" to "recovered/resolved" with an end date of (B)(6)2023. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.